Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model ct6a, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the top strap buckle of the adjustable tension back straps is not sewn as taunt as the bottom three straps. This is allegedly causing the buckle to slide sideways and allegedly causing "play" where it can't be pulled tightly enough. The product is to be returned to invacare for an inspection and evaluation. No injury alleged.

Event description:
Customer alleged the top strap buckle isn't sewn as tauntly as the bottom three causing the buckle to slide sideways - this is allegedly a repeated issue. No injury alleged.